Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient weight unknown / not provided. Brand name unknown / provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided. One (1) osseotite tapered certain implant 3.25 x 13mm (xifnt3213) and one (1) unknown biomet screw were returned for investigation. Visual evaluation of the as returned product identified signs of use, and internal drive feature damage. A fragment of an unknown screw was identified within the implant. The internal damage appears to have come from an attempt to remove the screw from the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A pre-existing condition noted on the per was not reported. Bone density was moderate density (type ii). The reported device was located on tooth # 14 (fdi) and was used for approximately 5 years and 4 months. DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunctions did occur and the reported event was confirmed.

Event description:
Upon investigation: a fractured piece of a screw was found inside the implant.